Event description:
The balloon pulls off from the trocar. This happened twice with the lot number contained in this report, and once previously with a different lot number which was also reported to FDA. No patient harm but an increase in surgery time. Surgeon had to retrieve the balloon and open another package.